Event description:
It was reported by the customer stating that during a breast biopsy, as they were taking samples they heard a noise and noticed that the cutter was moving slowly. There was no pt consequence reported. St holster being returned for repair.

Manufacturer narrative:
Date sent: 11/03/2008. Evaluation summary: the unit was received with minor scratches. The analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the translational and the rotational cables. Parts replaced that were unrelated to the customer's complaint were as follows: cocking lever, fork screw, safety latch shroud and upgrades. After servicing, the unit passed all qa testing procedures. Complaint info is trended on a regular basis to determine if further investigation is warranted.